Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted an alarm displayed for "cassette not attached properly." Functional testing included use testing. The device was powered on and a cassette was attached. The pump alarmed that the cassette was not attached properly. The device was powered off then powered on in manufacturing utility mode. It was noted that the downstream occlusion sensor would not calibrate. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for 'cassette not loading properly.' It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received re indicating that there was no patient harm or patient involvement. Serial number changed from (B)(4) . Due to serial change, manufacture date corrected.

Manufacturer narrative:
One smiths medical cadd®-solis ambulatory infusion pump was returned for analysis in good condition. Evidence of "high alarm displayed: cassette not attached properly" was found in the device history log. The device was powered on and a cassette was attached. The pump alarmed that the cassette was not attached properly. The device was powered off then powered on in manufacturing utility mode. To verify dso calibration and to attempt recalibration of the sensor. The sensor would not allow calibration due to a malfunction with the sensor. Based on the evidence, the dso sensor was the cause of the complaint. However, the root cause is unknown.